Event description:
It was reported that a malfunction was observed on the right ventricular (rv) lead. The pacing impedance was low and noise was observed leading to improper function. The rv lead was being monitored. The patient was recovering.

Event description:
New information received notes the patient experienced pain as a result of the lead malfunction. The noise observed was caused by the lead. The change in impedance was on the high voltage impedance that was low, not the pacing impedance. The detection was programmed off upon request by the patient. The patient was to be re-assed at a future date. There were no specific changes in patient condition. The patient was recovering.